Event description:
Patient reported a lap-band port leak first noticed when patient reported feel "no restriction" after an adjustment fill. Health professional reported the port and tubing were explanted and replaced. The replacement port was later explanted and replaced due to a leak. The band portion of the lap-band device was explanted and replaced at this time with no complaint against the band.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the complaint was asked to return the band portion of the lap-band device for analysis. The device has not yet been received by allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."